Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette was leaking from the heater bag. This was described as ¿the heating bag within cassette had two pin sized holes¿ which caused the solution to leak in the middle of the patient¿s therapy. This occurred during use of the device for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a hole/cut/slice was observed. Leak, clear passage and clamp function testing were performed and a leak was identified. The reported condition was verified. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.